Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 23mm. The 0.035inch size guide wire was doubled over and inserted through the device. No issues were noted with the profile of the stent. During product analysis, the investigator was able to deploy the remainder of the stent with no resistance noted. However, it was noted that there was build-up of solidified blood on the crochet thread and this came off during deployment. Visual and tactile examination found no kinks or damage along the shaft of the catheter. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The complaint states that the physician double the guide wire over and inserted it through the device for further support. This practice is not recommended in the directions for use however, this incident did not result in the complaint incident.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release covered stent was implanted to treat a 2 cm malignant stricture in the right main bronchi during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the physician placed the delivery catheter over the guidewire; however, the bifurcation of the upper lobe was too small and the tip of the catheter could not be delivered. The physician was able to reach the stricture with the ultraflex tracheobronchial distal release stent and began deployment. The tip of the catheter bowed and the physician experienced difficulty positioning the catheter steadily. The physician inserted the proximal tip of the guide wire to stabilize the delivery catheter but was unsuccessful. The ultraflex tracheobronchial distal release stent had already been deployed by approximately 1cm and therefore the physician continued to release the stent. The catheter jammed in an "n" shape and the stent could not be released. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with an ultraflex tracheobronchial proximal release uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release covered stent was implanted to treat a 2 cm malignant stricture in the right main bronchi during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the physician placed the delivery catheter over the guidewire; however, the bifurcation of the upper lobe was too small and the tip of the catheter could not be delivered. The physician was able to reach the stricture with the ultraflex tracheobronchial distal release stent and began deployment. The tip of the catheter bowed and the physician experienced difficulty positioning the catheter steadily. The physician inserted the proximal tip of the guide wire to stabilize the delivery catheter but was unsuccessful. The ultraflex tracheobronchial distal release stent had already been deployed by approximately 1cm and therefore the physician continued to release the stent. The catheter jammed in an ¿n¿ shape and the stent could not be released. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with an ultraflex tracheobronchial proximal release uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.